Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtml (master tool manipulator-left) and the system was tested and verified as ready for use. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr). Isi received the mtml involved with this complaint and completed the device evaluation. The customer reported complaint was not reproduced nor confirmed. The arm was installed onto the system and powered up. The sine cycle and a test drive were performed without any issues. The following additional findings were identified during evaluation: the opto button pads and the gimbal grip pads were found to be worn. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for support. Investigation revealed error 25520 pointing to the mtml. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another ssc to complete the surgery. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the system had error 25520 reported on master tool manipulator- left (mtml). The customer was unable to move the left surgeon controller and the logs reflected the error 25520 reported on mtml. The procedure was completed using a second surgeon side console (ssc) with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.